Manufacturer narrative:
Philips has investigated this complaint. The customer confirmed that the system had failed to start-up. However, the customer did not accept philips' quote to provide service to or inspect the system. No system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.